Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5044251) in united states on 07-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer reported that once she had essure placed she started to get uti's (understood as urinary tract infections) every couple of months it seemed like, which she was not getting before. When she started to have sex she could feel the product from the outside, and sometimes her tubes would swell up and they would cause her so much pain. She ended up having to have her tubes removed because they would cause so much pain. Essure explant date was reported as (B)(6) 2015. She would go to the emergency room and ask doctors to look into it but they would always respond that there was no way that she could feel them. On 24-oct-2015 ptc: product technical complaint result received. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had so much pain in her fallopian tubes. She had her tubes and essure removed 5 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to the required intervention for essure removal (salpingectomy). Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 11-nov-2015: follow-up attempts were done, with no response to date.